Event description:
The following has been reported by customer: the customer reported that the chemotherapeutic agent 5-fu (fluorouracil) was prescribed, prepared in a bag with a total volume of 1032.6 ml for continuous infusion over 24 hours. The infusion pump was programmed with a flow rate of 43 ml/h, starting at 14:00 on (B)(6) 2025. However, on (B)(6) 2025 at 14:00, the pump triggered an end-of-infusion alarm, although there was still residual solution in the bag. An additional 1 hour and 30 minutes was required to complete the administration, which ended at 15:30 on the same day. The reporter stated that no harm occurred to the patient. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was downloaded locally and provided for analysis. We observed some variations between what was reported and what we observed in logs. Mainly, the infusion starts at 14h48 ((B)(6) 2025), and two downstream occlusions have been triggered during this infusion at 43,41ml/h, taking approximately 11min to be solved by user and resume the infusion. The end of infusion occurs at 15h01 ((B)(6) 2025) after achieved the a total volume of 1033,720ml in 24h03min12s, which means, the mean flowrate was 42.974ml/h (-1,004 % within the margin of +/- 5%). The reported device was not returned to brézins for investigation. Device history log was reviewed by our investigator in brézins. Each identified infused volume was in line with the device programming. As per provided quality control certificate, no dysfunction of the device could be found. Apart from provided quality control certificate edited upon local check of the device, no other information were provided regarding any eventual repairs made on the device. Based on available information, this complaint is considered as not valid with no issue. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid. The trend is: n/a.